Manufacturer narrative:
The doctor described the incident as a failure in the setup of the phacoemulsification handpiece and tip. There was no indication of product failure. Pt is doing well and his visual prognosis was good.

Event description:
The surgeon reported a corneal burn during the early stages of phacoemulsification. Stitches were required to close the incision.